Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that defibrillation threshold (dft) testing was performed due to concerns regarding the function of this right ventricular (rv) lead. The first shock delivered during dft did not convert the patient's rhythm. Low amplitude ventricular fibrillation (vf) was reportedly undersensed, therefore an external shock was required. The second attempt at dft testing was successful. The patient's medication regimen was also adjusted. At the patient's next follow up, it was noted that the expected longevity of the implantable cardioverter defibrillator (ICD) had decreased significantly due to delivery of shocks and dft testing. Subsequently, the device was explanted and replaced due to battery depletion. The physician's concerns regarding this rv lead were reportedly resolved, therefore the rv lead remains in service with the patient's new device. No additional adverse patient effects were reported.